Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the pulse generator exhibited backup operation. A device download restored normal function. No adverse consequences occurred to the patient.